Event description:
It was reported that high threshold was observed. All other electrical anomalies were detected. Exit block was suspected. Lead was capped and replaced. Patient condition is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.